Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe had foreign matter inside the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018 , previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one loose 5ml assembled syringe was received and reported to be from batch #7239853 (B)(4). The sample was visually evaluated. The syringe was found to have two pieces of loose foreign matter on the top of the stopper. The foreign matter appears to be a dried liquid greater than level 3 in size which is rejectable per product specification. Fourier transform infrared (ftir) analysis was completed on the white droplets of material observed on the surface of the stopper. A small amount of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely acetic acid, sodium salt (commonly known as sodium acetate). Stopper batch history records were reviewed. No issues were found. Stopper washer machine history was also reviewed. No issues were found. Safety data sheets were reviewed for the presence of the identified chemicals. Sodium acetate is not used in the manufacturing process. It is also not a component of any cleaning supplies used to clean the equipment that come in direct contact with the stoppers. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the information available today, potential root cause for the foreign matter defect could not be identified and could not be definitively attributed to the manufacturing process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastic non-sterile luer-lok¿ tip syringe had foreign matter inside the syringe. There was no report of exposure, serious injury or medical intervention.